Event description:
The user facility reported that the involved radifocus was used during the procedure. Part of the wire broke off in the patient during the procedure. They had to bring the patient back the next day to remove the broken piece. Additional information was received on 06jan2021. The procedure was a left upper extremity venogram. Angle glide wire 0.035 extravasated outside the vein with persistent twisting of the wire; the wire became caught an extra vascular tissue as the user tried to pull the wire the tip of it severed off. The user does not believe there was any issue with the wire itself.